Event description:
The reporter indicated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and noted the lens was damaged. The reporter stated the lens tore while being ejected from the cartridge into the patient's eye. The lens was partially inserted and was removed with no patient injury. The lens was not exchanged for another lens.

Manufacturer narrative:
Pt weight: unk. (B)(4).: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece torn off and missing from one haptic. The lens was returned in liquid. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).